Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a vibratory motor failure. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, a vibratory motor defect was found during testing.